Event description:
When introducing the penumbra coil 400 into the px400 microcatheter, the pusher wire kinked and the coil detached into the hub port of the microcatheter. The physician was able to remove the coil with surgical tweezers from the hub and then grabbed another coil to continue treatment. The next coils were advanced without this issue.

Manufacturer narrative:
Results: the coil was returned separate from the pusher assembly. It was intact with the proximal constraint in place and only minor handling damage apparent. This finding is consistent with the complaint description in which the physician kinked the pusher during transfer into the microcatheter thereby resulting in a coil detachment within the microcatheter hub port and the subsequent removal of the coil from the hub port with tweezers. The pusher assembly was returned with the sheath attached and the pull wire pet lock intact. There was a kink in the body of the pusher approximately 25 cm distal of the pet lock, which is consistent with the kink described in the complaint. Examining the distal detachment tip (ddt), the pull wire extended beyond the ddt by approximately 5 mm, indicating that the device had adequate precompression. Conclusion: the visual analysis aligns with the complaint description whereby a physician-caused kink led to the coil detachment. The likely mechanism follows: physician kinks pusher during transfer into microcatheter, the kink causes the pull wire to retract from the alignment feature thereby releasing the coil into the microcatheter hub, the physician straightened out the kinked pusher, and the straighten pusher causes the pull wire to extend to its original position. Because the pull wire was not constrained within the alignment feature, it extended beyond the ddt. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.